Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2007, and then experienced revision surgical procedure on (B)(6) 2023 approximately 15 years and 4 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
D10. Concomitants: 1066053 244-03-03 - optetrak asy hi-flex ps cem fem, sz 3, right 1077082 200-04-34 - cemented finned tib. Tra sz 3f/4t these devices are used in treatment and not diagnosis. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect and investigation clinical codes.